Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens functioned improperly on delivery and was not able to be implanted. For the wasted lens, the leading haptic came out and would not load on top of the lens. The lens pushed out and just crumpled and would not insert into the eye. The lens failed to deploy properly and was discarded. Additional information was received stating, leading haptic did not load over the optic correctly causing the lens to crumple upon insertion and there was no patient harm. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
Additional information was provided. The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle tip. No damage observed. The lens was returned outside of the device adhered to the nozzle. Solution is dried on the iol. Light scratches are observed on the iol optic. The product investigation could not identify the root cause for the reported complaint "leading haptic came out, lens failed to deploy properly, the lens pushed out and just crumpled" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Light scratches were observed on the iol optic. The iol was subject to handling and it was returned adhered to the nozzle. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed scratches would not meet our current release criteria. It was reported that "leading haptic came out". The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or balanced salt solution (bss) in the delivery system. Material properties of non-qualified ophthalmic viscoelastic device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degree celsius (64 degree fahrenheit) to 23 degree celsius (73 degree fahrenheit). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on available information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria.